Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pocket was infected after the implantation of the pacemaker and right ventricular lead. The physician did not allege the infection was implant procedure related, but the cause is unknown. The pacemaker and lead were explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.